Event description:
The customer reported via phone call being hospitalized due to low blood glucose levels. The customer stated that she went into a seizure and the insulin pump had not given her any warning. She stated that the insulin pump did not go into threshold suspend as she had expected. She stated that she had low blood glucose at night but was inadvertently taking the same amount of insulin that she would for breakfast prior to a meal. Upon admission, she was treated with intravenous fluids. She stated that she did not believe her blood glucose was 490 mg/dl because she was being fed a candy stick and some remained on her hand. She stated that she did not believe that the paramedics wiped her hand correctly in the ambulance to test her blood glucose. She stated that her insulin pump showed a blood glucose reading of 85 mg/dl. She declined to troubleshoot for the unexplained low and high blood glucose and request assistance with the sensor issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.